Event description:
Tip of the wire was torn off while pulling out the wire out of the vessel. Luckily, they were able to retrieve the broken piece out of the body without any further procedure. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
Lot# unk as not provided by reporter. Expiration date unk as lot# is unk. Separates is not listed in the instruction for use. No product was returned to assist in this investigation. No product was returned to assist in this investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Possible causes can include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Nothing in the event description indicates probable causes. Root cause is inconclusive. We will continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). Based on risk assessment per qera, risk is insufficient to require corrective action.